Manufacturer narrative:
Correction: d9 date was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the device was bent too strongly when removed, causing the device to tear due to scratches on the outer covering. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cylinder hose exploded in the outer sheath when the ucr and the columun were switched off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.